Event description:
It was reported that a spectrum infusion pump was alarming air in line. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the air in line alarms. Eval found the upper reading and lower readings to be within specification. The unit passed all occlusion testing.